Event description:
The patient reports a case of lymphoma on the breast implant follow up study annual questionnaire. Several attempts were made to determine if type of lymphoma, but the office was unable to verify the information. This file is for the left side, see MFR 2042601-2013-0057 for the right.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the (B)(4) study in the labeling for silicone breast implants.